Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1124 error code (battery failure). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator displayed a 1124 error code (battery failure). The se checked the event log and confirmed that the device had logged a 1124 error code. The se then performed a pre-operational check, and the device passed. The se reported that the customer's issue could not be duplicated, and no new codes were observed. The se reported that the power management board was replaced, and the system meets the specification for the performed service and was returned to use.